Manufacturer narrative:
The reported event of externalized conductors was confirmed. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood. Visual inspection and x-ray examination of the lead found the damage on the outer insulation and the outer coil consistent with procedural damage at proximal region. Electrical testing was normal. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, prior to implanting the lead, it was noted that the lead exhibited externalized conductors and insulation damage. The lead was not used and a new lead was implanted. The patient was in stable condition.